Event description:
Treatment was performed on a subtotal occlusion in a ramus branch. A pilot guide wire crossed the lesion, but two dilatation balloons were unable to cross, so it was removed and an attempt was made to cross two other guide wires through the occlusion, but they were unsuccessful. A second pilot guide wire was successful in crossing the lesion and a balloon catheter was able to be inflated at the site. A vessel perforation was identified following the balloon dilatation, which resulted in cardiac arrest. Resuscitation measures were successful and the patient was taken for emergent cardiac surgery. The physician commented that the guide wire was not to blame for the event.